Event description:
Procedure type: stent placement. According to the reporter: the stent was sutured and the anastomosis was closed. The clamp was opened and the suture could not resist the tension and broke off. The anastomosis came undone. No further info could be obtained about this event.